Event description:
Baxter triple channel pump alarmed & scrolled "pump fx". Intravenous levophed maintaining pts' blood pressure stopped infusing & blood pressure decreased 80/45 while rn changed to new intravenous pump. Blood pressure immediately returned to normal.